Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of other with lot #9175995 regarding item #306594. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: no root cause can¿t be determined as no samples were received. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ syringe was damaged during use and replaced. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the flush was damaged and replaced when the infusion tube was flushed to the patient."